Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in 74-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage c shock. During support, the clinical team reported runs of ventricular tachycardia (vt) requiring defibrillation, noting that the patient was already receiving an amiodarone infusion from the emergency department. Imaging was used to verify pump position, and the impella cp was confirmed to be in good position, with no replacement requested and no product returned for analysis. Device involvement was not alleged, and the failure mode was categorized as a positioning related issue, though no malposition was found. The patient was successfully weaned from support and survived to explant. Based on the available information, the vt episodes appear clinically attributable to the patient¿s underlying cardiac condition and pre existing arrhythmia rather than a malfunction of the impella cp device.

Manufacturer narrative:
Investigation summary: tachycardia/ppae: the cause of the injury was not determined due to insufficient clinical details.